Event description:
It was reported that the patient presented at magnet resonance imaging (MRI) procedure. The implantable cardioverter defibrillator was found in backup mode due to MRI procedure not properly followed. Programming changes were performed. The patient was in stable condition.